Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. Visual inspection showed that the machine's base was observed to have cracks in the wheel support. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the damaged components was corrosion, and the parts were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front left wheel an ak 96 machine "came out" during setup. The machine wheels were observed to "not move to the correct alignment". The device was at risk of tipping over. There was no patient involvement. No additional information is available.